Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period xxx was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Complaint record ID # (B)(4).

Manufacturer narrative:
(B)(6). The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer removed then re-plugged the fiber optic cable in, but the alarm continued. They then unplugged the fiber optic connection and attempted to zero the transducer attached to the central lumen of the balloon, but was unable to complete this task. The iab was not removed or replaced and the patient was later transferred to a different facility. There was no patient harm or adverse event reported.